Event description:
The device (part number: cm201) was returned for repair to mxi service and repair.

Manufacturer narrative:
(B)(6). Evaluation of the device indicated that the fuse that was present on the pump was burnt out. The model found was different with regard to our manufacturer's specifications. It was also noted that the nuts were missing inside of the device. The pump was most likely repaired/disassembled by the hospital or an unqualified medtronic service provider. Note: this MDR is being filed as a result of an internal review of complaints from medtronic's mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues. Medtronic's reference number: na. (B)(4).